Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle was falling out of the device. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of twelve endo stitch* polysorb* 0 48 vio dlu su one opened by the account and eleven sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the needle disengaged. The visual inspection of the opened sulu noted that the needle was intact and attached to the suture. Eleven needles were received sealed in packages. Each of the sealed needles was loaded onto a pmv instrument. Each needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of each jaw to simulate clinical conditions. Each needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling each needle. Visual and functional testing of the returned product confirmed the product did meet quality release specifications that were tested regarding the reported conditions. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.